Event description:
It was reported that the zimmer pulsavac plus sys did not function. When the "toggle switch" was pressed, the device did not initiate or function. There was no pt harm; however, there was a delay in surgery for approximately 5 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for eval. A review of the manufacturing records was performed and there were no non-conformances during manufacture that would be related to this complaint. All testing requirements were met. Eval of the device observed that one of the batteries had corroded one of the battery terminals. The batteries were removed from the battery pack and a continuity check was performed on the wiring. There were no electrical shorts identified no evidence of any electrical malfunction within the returned unit. All 8 battery voltages were tested and were above the recommended voltage. The corrosion was removed and the unit was tested. The pulsavac plus unit operated in both high and low modes.